Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. It is likely a high-energy treatment device was used without ensuring a sufficient distance from the tip, an electrical discharge then occurred, and resulted in the high-frequency current flowing through the tip cover causing it to become scorched. In regards to the foreign material, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the c-cover was burnt likely due to a high-energy treatment device being used without ensuring a sufficient distance from the tip. Additionally, foreign material was found on the jet tube, the cause of which could not be identified. There was no patient involvement.